Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly difficult to retract after deflating. It was further reported that the balloon allegedly detached. Reportedly, the balloon was partially attached with guidewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo shows device labeling matching the information entered into track wise and detachment shown in the end of the guidewire. The second photo shows the detachment of balloon in a zoomed way which is partially attached to the guidewire. Therefore, the investigation is confirmed for the reported detachment issue as the catheter was noted to be detached from the provided photo. However, the investigation remains inconclusive for the reported sheath removal difficulty as no objective evidence was provided for review. A definitive root cause for the alleged detachment and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly difficult to retract after deflating. It was further reported that the balloon allegedly detached. Reportedly, the balloon was partially attached with guidewire. The procedure was completed using another device. There was no reported patient injury.